Event description:
Per the surgeon, almost the entire staple line dehisced but the original leak point probably occurred at the fundus and the resulting leak traveled down the staple line causing those staples to dehisce. The patient was adherent to post-operative diet. An endoscopy was not performed.

Event description:
It was reported that approximately two weeks after a laparoscopic sleeve gastrectomy procedure, the patient returned with a fever and an elevated white blood cell count. A reoperation was performed and it was observed the entire staple line had dehisced. The surgeon oversewed the staple line during the reoperation. The patient is doing well at this time. There was no issue noted during the use of the device in the original procedure. One device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).